Event description:
It was reported that the customer tried multiple usb cables but was not able to plug it into the pump. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.